Manufacturer narrative:
B4:23jul2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue, and the unit was returned to use.

Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Event description:
It was reported that the ventilator's navigation ring failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported